Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain/stomach/lower stomach pain and all through my female organ/severe cramping') and genital haemorrhage ('bleeding') in a 36-year-old female patient who had essure (batch no. D14830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 145 lbs. Concurrent conditions included overweight. Concomitant products included desogestrel;ethinylestradiol (enskyce), famotidine and hyoscyamine sulfate (levbid). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced migraine ("migraine /headache"). In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and swelling ("swelling over whole body") and was found to have weight increased ("weight gain"). In 2016, the patient experienced alopecia ("hair loss."). On an unknown date, the patient experienced peripheral swelling ("leg swelling"), headache ("headaches") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, migraine, nausea, dysmenorrhoea, fatigue and abdominal pain upper outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, alopecia, peripheral swelling and headache had resolved and the weight increased and swelling was resolving. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, peripheral swelling, swelling, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: no spillage visualized past the esr coils bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain/stomach/lower stomach pain and all through my female organ/severe cramping') and genital haemorrhage ('bleeding') in a (B)(6) year-old female patient who had essure (batch no. D14830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6) lbs. Concurrent conditions included overweight. Concomitant products included desogestrel;ethinylestradiol (enskyce), famotidine and hyoscyamine sulfate (levbid). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced migraine ("migraine /headache"). In (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and swelling ("swelling over whole body") and was found to have weight increased ("weight gain"). In 2016, the patient experienced alopecia ("hair loss."). On an unknown date, the patient experienced peripheral swelling ("leg swelling"), headache ("headaches") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, migraine, nausea, dysmenorrhoea, fatigue and abdominal pain upper outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, alopecia, peripheral swelling and headache had resolved and the weight increased and swelling was resolving. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, peripheral swelling, swelling, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: no spillage visualized past the esr coils bilaterally. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs received- lot number were added. New events abnormal bleeding (menorrhagia), migraine/headache, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, lower stomach pain and all through my female organ, swelling over whole body, leg swelling, bleeding, headaches were added. Event injury updated to abnormal bleeding (vaginal). New reporters, patient information, medical history, lab data, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.